Event description:
It was reported during a skin closure procedure that the staples were released and overlapped. There was no adverse patient consequence.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.